Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by an article published in (B)(6) that dr (B)(6) had a pt which experienced a fracture of the tm glenoid 20 months post implantation. The pt requested nonoperative management.